Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during preparation of a 4x30x135 xpert stent delivery system, it was noted that the stent was (slightly) partially exposed. The device was not used and there was no patient involvement. There was no clinically significant delay in the procedure and the patient was ultimately treated with a new xpert stent delivery system. No additional information was provided.